Event description:
The patient felt pain. During the surgery, original implants were found placed improperly and also there were black corrosives around the tissues of the bottom acetabular and joint capsule. According to the surgeon, it might be metallosis caused by mal-seating of metal insert.

Manufacturer narrative:
This complaint is still under investigation.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Visual examination of the returned devices finds unusual surface finish on the main bearing area of the insert. Wear on the inner rim of the insert is noted. A search of the complaints databases finds no other similar reports against the product and lot code combinations since their release to distribution. It was originally reported the acetabular devices were found malpositioned upon revision. No patient x-rays or other investigational inputs have been provided and this cannot be verified. Placement cannot be commented upon. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation.